Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient being unable to feel his pump, the patient had his artificial urinary sphincter (aus) pump repositioned and balloon removed and replaced. It was added that the patient's scrotum was filled with fluid and was drained during this surgery. It was further reported that the physician feels that the device did not contribute to the excess fluid. Due to the patient being unable to feel his pump, he was not able to use the pump.

Manufacturer narrative:
Pump information received. See below: pump model- 72404127 lot sn- (B)(6). Mfg date- 09/30/2019 exp date- 09/29/2020 gtin- 00878953003078.

Event description:
It was reported that due to the patient being unable to feel his pump, the patient had his artificial urinary sphincter (aus) pump repositioned and balloon removed and replaced. It was added that the patient's scrotum was filled with fluid and was drained during this surgery. It was further reported that the physician feels that the device did not contribute to the excess fluid. Due to the patient being unable to feel his pump, he was not able to use the pump.